Manufacturer narrative:
No product has been returned for evaluation nor were radiographs or images provided to confirm the alleged event. It is unknown if patient followed post-operative restrictions or suffered a fall. At this time no root cause can be identified. Labeling review: "potential adverse events and complications: infrequent operative and postoperative complications that may result in the need for additional surgeries include: bending, fracture or loosening of implant component(s)." "Warnings, cautions and precautions: these devices can break when subjected to the increased load associated with delayed union or nonunion. Internal fixation appliances are load-sharing devices that hold bony structures in alignment until healing occurs. If healing is delayed, or does not occur, the implant may eventually loosen, bend, or break." "Patient education:the patient should be instructed to limit postoperative activity, as this will reduce the risk of bent, broken or loose implant components. The patient must be made aware that implant components may bend, break or loosen even though restrictions in activity are followed." "Post-operative warnings: damage to the weight-bearing structures can give rise to loosening of the components, dislocation and migration well as to other complications. To ensure the earliest possible detection of such catalysts of device dysfunction, the devices must be checked periodically postoperatively, using appropriate radiographic techniques."

Event description:
A patent underwent a retroperitoneal procedure at l3-l4 levels on (B)(6) 2018. On (B)(6) 2019 postoperative radiographs indicated two broken screws/ hardware in the thoracic spine. On (B)(6) 2019 the patient underwent a revision procedure to remove all previous implanted hardware and replaced with an entire new system.

Manufacturer narrative:
Even though root cause cannot be confirmed, a review of the reported event identifies that nuvasive devices were combined with two other manufactures products which is not recommended as they are untested and unexpected results maybe experienced. The patient is noted as having a history of spine surgery and associated pain.

Event description:
On (B)(6) 2019, a patient underwent a revision procedure at l4 to replace two broken screws from another manufacturer without a reported issue. On (B)(6) 2019, the patient was seen for pain and radiographs identified two broken screws as well as continued pathology up to t2. On (B)(6) 2019, the patient underwent a revision procedure to remove all previous implanted hardware and replaced with an entire new system.